Manufacturer narrative:
Block d2b: additional pro code: qon. Block d6b: unknown, device was removed in 2025. Block g4: PMA number: p190006. Concomitant product: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al1k333545, model/catalog description: tined lead kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this implantable neurostimulator (ins) previously underwent implantation by another physician. The patient reportedly complained of a burning sensation at the implant site in late 2024. Subsequently, the ins was removed in 2025; however, the tined lead was left implanted. There is no additional information available and no additional patient complications.